Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed due to the part/lot information could be: catalog number - 183442, lot number - 772830, expiration date - may 31, 2017, manufacture date ¿ may 11, 2012. Or the part/lot information could be: catalog number - 183442, lot number - 665210, expiration date - feb 28, 2018, manufacture date ¿ feb 23, 2013.

Event description:
It was reported that the patient underwent a bilateral total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2014 due to pain and instability. The tibial tray, tibial bearing and femoral component were removed and replaced.